Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. A stent was observed to be wrapped around the oad driveshaft crown and the guide wire spring tip. Adhered biological material was also observed on both the oad and guide wire sections. Upon examination, the driveshaft and guide wire did not exhibit any damage which would have contributed to the adhesion of the stent material. The instructions for use for the reported device states that use of the device is contraindicated if the target lesion is within a bypass graft or stent. At the conclusion of the device analysis investigation, the report that the device became stuck on a previously placed stent was confirmed. However, the reported dissection was unable to be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 85% stenosed and located in the mid left anterior descending artery (lad). During treatment of the lesion with the oad, the device was unintentionally operated inside of a previously placed stent. The oad became caught on the stent and was difficult to remove. An additional guide wire was inserted to facilitate removal, and the oad and guide wire were removed together with the stent attached to the crown of the oad. It was noted that a dissection had occurred, and balloon angioplasty and multiple stent deployment were performed to resolve the dissection. The patient was in stable condition during the procedure and was discharged the day following the procedure.